Event description:
It was reported that within a month of implant, the atrial lead exhibited a loss of capture at maximum outputs, and was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion of the lead was returned and was analyzed. No anomalies were found. Performance data was collected from the device and has been analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - 2013 (B)(6); (B)(4) implantable stent graft - 2003 (B)(6); (B)(4) implantable stent graft - 2003 (B)(6); (B)(4) implantable stent graft - 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.